Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 320122, batch no. 8319759, unknown. It was reported that non patient end of pen needle was missing and insulin would not flow. This pr captures issues of needle missing on npe and clog on an unknown date. Consumer reported needle missing at non patient end during priming, also stated that the insulin does not flow through the needles. Issues occurred within the past few months involving more than one box including the current box. The product # is the same for all boxes, lot #s for previous boxes are not available, samples and packaging have been discarded. While on the phone, consumer also stuck his finger with the needle at patient end as we were reviewing the steps for attaching the needles, occurred on (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8319759. Medical device expiration date: 2023-11-30. Device manufacture date: 2019-01-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8319759, unknown. It was reported that non patient end of pen needle was missing and insulin would not flow. This pr captures issues of needle missing on npe and clog on an unknown date. Consumer reported needle missing at non patient end during priming, also stated that the insulin does not flow through the needles. Issues occurred within the past few months involving more than one box including the current box. The product # is the same for all boxes, lot #s for previous boxes are not available, samples and packaging have been discarded. While on the phone, consumer also stuck his finger with the needle at patient end as we were reviewing the steps for attaching the needles, occurred on (B)(6) 2019.